Event description:
According to the customer, (B)(6) 2025 the user "developed blisters from the equate antibacterial assorted bandages variety pack" on her "upper arm."

Manufacturer narrative:
According to the customer, (B)(6) 2025 the user "developed blisters from the equate antibacterial assorted bandages variety pack" on her "upper arm." The customer said that the "2cm area of mild erythema and blisters" occurred "where the cloth pad touched" the skin. The customer reported that the bandage was in place for approximately "five hours" and that is was the first application of the product. The customer said that there are no known skin allergies and that no substances were applied to the skin prior to bandage placement. The customer stated that she was "prescribed an antibiotic ointment" to treat the blisters by a doctor. No additional information is available at this time. It has been determined that the reported event caused or contributed to injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.